Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was found sweating and unconscious in her room. Her son-in-law called her spouse to call the paramedics because they were unable to wake her up. The patient could not provide any information regarding the discrepancies between her cgm (continuous glucose monitor) and blood glucose meter readings, both during the ambulance ride and at the hospital. It was documented that the cgm reading was high and there was no bg value reported. She was treated with glucagon and juice while being taken to the hospital. The patient stayed at the hospital for two days. During the hospitalization the patient received her thyroid medication (daily medication). At the of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.